Manufacturer narrative:
Correction: (B)(4). It was reported that the patient underwent an unrelated medical surgery. In turn, the ipg was unable to communicate. The abbott representative was able to troubleshoot and ipg was successfully able to be recovered. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated medical surgery. In turn, the ipg was unable to communicate. The abbott representative was able to troubleshoot and ipg was successfully able to be recovered.